Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the sheath was kinked. Imaging core windup with broken drive shaft began 26cm from the distal end of the connector shaft and the imaging window was twisted. Impedance testing showed an electrical open at the proximal end of the catheter between 90 - 100cm.

Event description:
Reportable based on device analysis completed on 01apr2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left circumflex artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion, but the device could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.